Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), weight increased ("weight gain"), hormone level abnormal ("need for hormones"), rash pruritic ("rash/itchy skin"), dyspareunia ("painful intercourse"), incontinence ("incontinence"), hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency") and back pain ("back pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, hormone level abnormal, rash pruritic, dyspareunia, incontinence, hypertension, vitamin d deficiency and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypertension, incontinence, menstruation irregular, pelvic pain, rash pruritic, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including sharp stabbing pelvic pains (understood as pelvic pain) and heavy bleeding (understood as genital haemorrhage). Plaintiff underwent surgery (pelvic surgery to try and alleviate the symptoms). Pelvic pain and genital haemorrhage are highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain"), device breakage ("broken essure") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and heartburn. Concomitant products included esomeprazole magnesium (nexium). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 20 days after insertion of essure, the patient experienced hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), weight increased ("weight gain"), hormone level abnormal ("need for hormones/ hormonal changes"), rash pruritic ("rash/itchy skin"), incontinence ("incontinence"), vitamin d deficiency ("vitamin d deficiency") and back pain ("back pain"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), muscle spasms ("muscle cramps") and asthenia ("weakness"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems:anxiety"). On (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection type: uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), tooth disorder ("dental problems"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with solifenacin succinate (vesicare), ibuprofen, methocarbamol, buspirone, benazepril, co-trimoxazole (bactrim), surgery (pelvic surgery,total hysterectomy on (B)(6) 2017.) And surgery (removed 2 teeth). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection, female sexual dysfunction, tooth disorder and fatigue had resolved, the device breakage, genital haemorrhage, menstruation irregular, weight increased, hormone level abnormal, rash pruritic, incontinence, hypertension, vitamin d deficiency, back pain, blood disorder, cardiac disorder, hypertonic bladder, anxiety, muscle spasms, asthenia and abdominal pain outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, asthenia, back pain, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertension, hypertonic bladder, incontinence, menstruation irregular, muscle spasms, pelvic pain, rash pruritic, tooth disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events extracted per pfs: infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), blood or heart disorder/ condition, dental problems, fatigue, abdomen pain, broken essure, bladder or urinary problems:overactive bladder, psychological or psychiatric problems:anxiety, muscle cramps, weakness. Lot number,concomitant drug,treatment drugs,concomitant disease,lab test,date of removal of essure added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("broken essure") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder sling procedure, uterine bleeding and endometrial ablation. Concurrent conditions included obesity, heartburn, muscle cramps, abdominal fullness, menorrhagia, urinary incontinence, heavy periods, rectocele repair, ovarian cyst, fibroids, overactive bladder, muscle relaxant, mixed incontinence and muscle cramps. Concomitant products included buspirone, duloxetine, esomeprazole magnesium (nexium) and medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 20 days after insertion of essure, the patient experienced hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), weight increased ("weight gain"), hormone level abnormal ("need for hormones/ hormonal changes"), rash pruritic ("rash/itchy skin"), incontinence ("incontinence"), vitamin d deficiency ("vitamin d deficiency") and back pain ("back pain"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), muscle spasms ("muscle cramps") and asthenia ("weakness"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems:anxiety"). On (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection type: uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), tooth disorder ("dental problems"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with solifenacin succinate (vesicare), ibuprofen, methocarbamol, buspirone, benazepril, co-trimoxazole (bactrim), surgery (pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy), surgery (endometrial ablation) and surgery (removed 2 teeth). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection, female sexual dysfunction, tooth disorder and fatigue had resolved, the pelvic inflammatory disease, device breakage, genital haemorrhage, menstruation irregular, weight increased, hormone level abnormal, rash pruritic, incontinence, hypertension, vitamin d deficiency, back pain, blood disorder, cardiac disorder, hypertonic bladder, anxiety, muscle spasms, asthenia and abdominal pain outcome was unknown and the dysmenorrhoea was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertension, hypertonic bladder, incontinence, menstruation irregular, muscle spasms, pelvic pain, rash pruritic, tooth disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Transvaginal ultrasound scan: uterus: enlarged endometrium: thin, fluid in culdesac: no, right ovary: abnormal, results: pco changes, left ovary: abnormal, adnexal regions: essure visualized bilat. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmnorrhoea, menorrhagia and described pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 13-mar-2018: medical record was received reporter information, concomitant disease was added from mr. Event pelvic inflammatory disease was added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("broken essure") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder sling procedure, uterine bleeding and endometrial ablation. Previously administered products included for an unreported indication: depo shot from 2007 to 2010. Concurrent conditions included obesity, heartburn, muscle cramps, abdominal fullness, menorrhagia, urinary incontinence, heavy periods, rectocele repair, ovarian cyst, fibroids, overactive bladder, muscle relaxant, mixed incontinence and muscle cramps. Concomitant products included duloxetine, duloxetine hydrochloride (cymbalta) since 2001, esomeprazole magnesium (nexium) and medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2010, 1 month 20 days after insertion of essure, the patient experienced hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular and painful menses"), weight increased ("weight gain"), hormone level abnormal ("need for hormones/ hormonal changes"), rash pruritic ("rash/itchy skin"), incontinence ("incontinence"), vitamin d deficiency ("vitamin d deficiency"), back pain ("back pain"), tooth disorder ("dental problems") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia"), muscle spasms ("muscle cramps") and asthenia ("weakness"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems:anxiety"). On (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection type: uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), abdominal pain ("abdomen pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with solifenacin succinate (vesicare), ibuprofen, methocarbamol, buspirone, benazepril, co-trimoxazole (bactrim), surgery (pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy), surgery (pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy), surgery (pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy), surgery (endometrial ablation) and surgery (removed 2 teeth). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection, female sexual dysfunction, tooth disorder and fatigue had resolved, the pelvic inflammatory disease, device breakage, genital haemorrhage, menstruation irregular, weight increased, hormone level abnormal, rash pruritic, incontinence, hypertension, vitamin d deficiency, back pain, blood disorder, cardiac disorder, hypertonic bladder, anxiety, muscle spasms, asthenia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertension, hypertonic bladder, incontinence, menstruation irregular, muscle spasms, pelvic pain, rash pruritic, tooth disorder, urinary tract disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Transvaginal ultrasound scan: uterus: enlarged endometrium: thin, fluid in culdesac: no, right ovary: abnormal, results: pco changes, left ovary: abnormal, adnexal regions: essure visualized bilat. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmnorrhoea, menorrhagia and described pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("broken essure") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder sling procedure, uterine bleeding and endometrial ablation. Previously administered products included for an unreported indication: depo shot from 2007 to 2010. Concurrent conditions included obesity, heartburn, muscle cramps, abdominal fullness, menorrhagia, urinary incontinence, heavy periods, rectocele repair, ovarian cyst, fibroids, overactive bladder, muscle relaxant, mixed incontinence and muscle cramps. Concomitant products included duloxetine, duloxetine hydrochloride (cymbalta) since 2001, esomeprazole magnesium (nexium) and medroxyprogesterone (depo provera). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, 1 month 20 days after insertion of essure, the patient experienced hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular and painful menses"), weight increased ("weight gain"), hormone level abnormal ("need for hormones/ hormonal changes"), rash pruritic ("rash/itchy skin"), incontinence ("incontinence"), vitamin d deficiency ("vitamin d deficiency"), back pain ("back pain"), tooth disorder ("dental problems") and fatigue ("fatigue"). On (B)(6)2013, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia"), muscle spasms ("muscle cramps") and asthenia ("weakness"). On (B)(6)2014, the patient experienced anxiety ("psychological or psychiatric problems:anxiety"). On (B)(6)2015, the patient experienced hypertension ("high blood pressure"). On (B)(6)2017, the patient experienced urinary tract infection ("infection type: uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), abdominal pain ("abdomen pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with solifenacin succinate (vesicare), ibuprofen, methocarbamol, buspirone, benazepril, co-trimoxazole (bactrim), surgery (pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy), surgery (pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy), surgery (pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy), surgery (endometrial ablation) and surgery (removed 2 teeth). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection, female sexual dysfunction, tooth disorder and fatigue had resolved, the pelvic inflammatory disease, device breakage, genital haemorrhage, menstruation irregular, weight increased, hormone level abnormal, rash pruritic, incontinence, hypertension, vitamin d deficiency, back pain, blood disorder, cardiac disorder, hypertonic bladder, anxiety, muscle spasms, asthenia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertension, hypertonic bladder, incontinence, menstruation irregular, muscle spasms, pelvic pain, rash pruritic, tooth disorder, urinary tract disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6)-2010: total bilateral occlusion transvaginal ultrasound scan: uterus: enlarged endometrium: thin, fluid in culdesac: no, right ovary: abnormal, results: pco changes, left ovary: abnormal, adnexal regions: essure visualized bilat. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmnorrhoea, menorrhagia and described pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6)-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events urinary tract disorder and bladder disorder were added. On (B)(6) 2018: no new clinical information incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('broken essure'), genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') and pelvic pain ('sharp stabbing pelvic pains/pain') in a 37-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder sling procedure, uterine bleeding and endometrial ablation. Transvaginal ultrasound scan: uterus: enlarged endometrium: thin, fluid in culdesac: no, right ovary: abnormal, results: pco changes, left ovary: abnormal, adnexal regions: essure visualized bilat. Previously administered products included for birth control: depo shot from 2007 to 2010. Concurrent conditions included obesity, heartburn, muscle cramps, abdominal fullness, menorrhagia, urinary incontinence, heavy periods, rectocele repair, ovarian cyst, fibroids, overactive bladder, muscle relaxant, mixed incontinence and muscle cramps. Concomitant products included amoxicillin trihydrate;clarithromycin;esomeprazole magnesium (nexium 1-2-3) from 2009 to 2011, duloxetine, duloxetine hydrochloride (cymbalta) since 2001, esomeprazole magnesium (nexium), estradiol since 2016, medroxyprogesterone acetate (depo provera) and progesterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 month 20 days after insertion of essure. In (B)(6) 2011, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular and painful menses"), rash pruritic ("rash/itchy skin"), incontinence ("incontinence"), dental caries ("dental problems: tooth decay") and fatigue ("fatigue/very tired") and was found to have weight increased ("weight gain") and hormone level abnormal ("need for hormones/ hormonal changes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced back pain ("back pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia"), muscle spasms ("muscle cramps/muscle spasm") and asthenia ("weakness"). On (B)(6) 2014, the patient experienced panic attack ("psychological or psychiatric problems:panic attacks") and anxiety ("psychological or psychiatric problems:anxiety"). On (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection type: uti/several utis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and abdominal pain ("abdomen pain"). The patient was treated with benazepril, buspirone, ibuprofen, methocarbamol, solifenacin succinate (vesicare), sulfamethoxazole;trimethoprim (bactrim) and surgery (endometrial ablation, pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy and removed 2 teeth). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device breakage, genital haemorrhage, menstruation irregular, weight increased, hormone level abnormal, rash pruritic, incontinence, hypertension, vitamin d deficiency, blood disorder, cardiac disorder, hypertonic bladder, panic attack, asthenia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain, dyspareunia, back pain, urinary tract infection, female sexual dysfunction, dental caries, fatigue and muscle spasms had resolved and the dysmenorrhoea and anxiety was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, blood disorder, cardiac disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertension, hypertonic bladder, incontinence, menstruation irregular, muscle spasms, panic attack, pelvic pain, rash pruritic, urinary tract disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, menorrhagia and described pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Reporter information added. Events: psychological or psychiatric problems: panic attacks added. Event dental problems was updated to dental problems: tooth decay. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('broken essure'), genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') and pelvic pain ('sharp stabbing pelvic pains/pain') in a 37-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder sling procedure, uterine bleeding and endometrial ablation. Transvaginal ultrasound scan: uterus: enlarged endometrium: thin, fluid in culdesac: no, right ovary: abnormal, results: pco changes, left ovary: abnormal, adnexal regions: essure visualized bilat. Previously administered products included for birth control: depo shot from 2007 to 2010. Concurrent conditions included obesity, heartburn, muscle cramps, abdominal fullness, menorrhagia, urinary incontinence, heavy periods, rectocele repair, ovarian cyst, fibroids, overactive bladder, muscle relaxant, mixed incontinence and muscle cramps. Concomitant products included amoxicillin trihydrate;clarithromycin;esomeprazole magnesium (nexium 1-2-3) from 2009 to 2011, duloxetine, duloxetine hydrochloride (cymbalta) since 2001, esomeprazole magnesium (nexium), estradiol since 2016, medroxyprogesterone acetate (depo provera) and progesterone since 2016. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 month 20 days after insertion of essure. In (B)(6)2011, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular and painful menses"), rash pruritic ("rash/itchy skin"), incontinence ("incontinence"), dental caries ("dental problems: tooth decay") and fatigue ("fatigue/very tired") and was found to have weight increased ("weight gain") and hormone level abnormal ("need for hormones/ hormonal changes"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced back pain ("back pain"). On (B)(6)2013, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia"), muscle spasms ("muscle cramps/muscle spasm") and asthenia ("weakness"). On (B)(6)2014, the patient experienced panic attack ("psychological or psychiatric problems:panic attacks") and anxiety ("psychological or psychiatric problems:anxiety"). On (B)(6)2015, the patient experienced hypertension ("high blood pressure"). On (B)(6)2017, the patient experienced urinary tract infection ("infection type: uti/several utis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and abdominal pain ("abdomen pain"). The patient was treated with benazepril, buspirone, ibuprofen, methocarbamol, solifenacin succinate (vesicare), sulfamethoxazole;trimethoprim (bactrim) and surgery (endometrial ablation, pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy and removed 2 teeth). Essure was removed on (B)(6)2017. At the time of the report, the pelvic inflammatory disease, device breakage, genital haemorrhage, menstruation irregular, weight increased, hormone level abnormal, rash pruritic, incontinence, hypertension, vitamin d deficiency, blood disorder, cardiac disorder, hypertonic bladder, panic attack, asthenia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain, dyspareunia, back pain, urinary tract infection, female sexual dysfunction, dental caries, fatigue and muscle spasms had resolved and the dysmenorrhoea and anxiety was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, blood disorder, cardiac disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertension, hypertonic bladder, incontinence, menstruation irregular, muscle spasms, panic attack, pelvic pain, rash pruritic, urinary tract disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmnorrhoea, menorrhagia and described pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Reporter information added. Events: psychological or psychiatric problems: panic attacks added. Event dental problems was updated to dental problems: tooth decay. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('broken essure'), genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') and pelvic pain ('sharp stabbing pelvic pains/pain') in a 37-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder sling procedure, uterine bleeding and endometrial ablation. Transvaginal ultrasound scan: uterus: enlarged endometrium: thin, fluid in culdesac: no, right ovary: abnormal, results: pco changes, left ovary: abnormal, adnexal regions: essure visualized bilat. Previously administered products included for birth control: depo shot from 2007 to 2010. Concurrent conditions included obesity, heartburn, muscle cramps, abdominal fullness, menorrhagia, urinary incontinence, heavy periods, rectocele repair, ovarian cyst, fibroids, overactive bladder, muscle relaxant, mixed incontinence and muscle cramps. Concomitant products included amoxicillin trihydrate;clarithromycin;esomeprazole magnesium (nexium 1-2-3) from 2009 to 2011, duloxetine, duloxetine hydrochloride (cymbalta) since 2001, esomeprazole magnesium (nexium), estradiol since 2016, medroxyprogesterone acetate (depo provera) and progesterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 month 20 days after insertion of essure. In (B)(6) 2011, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular and painful menses"), rash pruritic ("rash/itchy skin"), incontinence ("incontinence"), dental caries ("dental problems: tooth decay") and fatigue ("fatigue/very tired") and was found to have weight increased ("weight gain") and hormone level abnormal ("need for hormones/ hormonal changes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced back pain ("back pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia"), muscle spasms ("muscle cramps/muscle spasm") and asthenia ("weakness"). On (B)(6) 2014, the patient experienced panic attack ("psychological or psychiatric problems:panic attacks") and anxiety ("psychological or psychiatric problems:anxiety"). On (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection type: uti/several utis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and abdominal pain ("abdomen pain"). The patient was treated with benazepril, buspirone, ibuprofen, methocarbamol, solifenacin succinate (vesicare), sulfamethoxazole;trimethoprim (bactrim) and surgery (endometrial ablation, pelvic surgery,total hysterectomy,robotic total laparoscopic hysterectomy with salpingo-oophorectomy and removed 2 teeth). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device breakage, genital haemorrhage, menstruation irregular, weight increased, hormone level abnormal, rash pruritic, incontinence, hypertension, vitamin d deficiency, blood disorder, cardiac disorder, hypertonic bladder, panic attack, asthenia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain, dyspareunia, back pain, urinary tract infection, female sexual dysfunction, dental caries, fatigue and muscle spasms had resolved and the dysmenorrhoea and anxiety was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, asthenia, back pain, bladder disorder, blood disorder, cardiac disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertension, hypertonic bladder, incontinence, menstruation irregular, muscle spasms, panic attack, pelvic pain, rash pruritic, urinary tract disorder, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmnorrhoea, menorrhagia and described pelvic inflammatory disease. Lot number: 664660 manufacturing date:2009-09 expiration date:2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), weight increased ("weight gain"), hormone level abnormal ("need for hormones"), rash pruritic ("rash/itchy skin"), dyspareunia ("painful intercourse"), incontinence ("incontinence"), hypertension ("high blood pressure"), vitamin d deficiency ("vitamin d deficiency") and back pain ("back pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, hormone level abnormal, rash pruritic, dyspareunia, incontinence, hypertension, vitamin d deficiency and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypertension, incontinence, menstruation irregular, pelvic pain, rash pruritic, vitamin d deficiency and weight increased to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including sharp stabbing pelvic pains (understood as pelvic pain) and heavy bleeding (understood as genital haemorrhage). Plaintiff underwent surgery (pelvic surgery to try and alleviate the symptoms). Pelvic pain and genital haemorrhage are highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.